Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-may-2019 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user. No evidence of delivery malfunctions were observed. The pump passed delivery accuracy testing and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. The reporter alleged the basal delivery history does not match the patient's basal program. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.